Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that lead dislodgement was observed on the lv lead. Lead¿s stylet was stuck on the lead. Lead was explanted and a new lead was implanted. Patient was stable and recovering.